Event description:
Dealer states getting 5 flash, indicating left brake fault sitting in chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.